Event description:
Related MFR report number: 2017865-2023-93738. Voluntary medwatch form received notes that there was loss of capture on the right ventricular (rv) lead and an impedance problem on the atrial lead. No changes or interventions were reported. The patient condition was not known.

Manufacturer narrative:
Voluntary medwatch MDR report #: mw5147559, mw5147560.